Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. He infusion set was in use for two days the blood glucose level was 280 mg/dl and lasted one to two hours. The patient received treatment with insulin via pen, and the event resolved. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4, report source under g2, device manufacture date under h4.additional information - this MDR is being submitted to include the below:h6: investigation results under type of investigation, investigation findings, investigation conclusions.h11: investigation summary.complaint investigation results:review of complaint record database 2577865 event description and all available information and assigned malfunction code it has been determine the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required.conclusion of complaint investigation:lot number 6013106 was provided, however, as no product malfunction was alleged: no visual inspection is required to be performed.no retain sample testing is required to be conducted.no further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects.CAPA determination:based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts).summary conclusion:based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.based on the available information, this event is deemed to be a reportable serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.